Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. Unused/sterile devices with the same part/ lot number were returned and tested. The investigation did not confirm the reported difficulties. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely that there was an interaction with the foot and tissue preventing the foot from fully closing inhibiting removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it is retained at the account.

Manufacturer narrative:
Medical device problem code 2017 clarifier- against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, after deployment, the device could not be removed from the patient. Several attempts were made to raise and lower the lever; however, the foot-plate would not fully retract. Despite the reported difficulty, the device was pulled out of the anatomy against resistance, causing vessel damage. The patient was sent to the operating room where a surgical cut-down was performed to repair the vessel and surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay due to surgery. No additional information was provided.